Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient's granddaughter contacted lifescan (lfs) alleging that her onetouch ultramini meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2010 (time unspecified). The reporter indicated the patient manages her diabetes with an unspecified set amount of insulin; however, the reporter denied the patient took any action in response to the alleged power issue. It is not known if the patient tested with another device after the alleged issue began. The reporter denied the patient developed any symptoms as a result of the reported power issue. On (B)(6) 2010 (time unspecified) the patient reportedly was administered insulin by the emergency medical services (ems); however, the reason the ems was contacted is not specified and it is unknown what the patient's blood glucose result was with the ems¿s meter. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per owner's booklet recommendation and there was no misuse of the lfs products. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.